Event description:
It was reported that revision surgery was performed due to loosening.

Event description:
Caller reported aviva system blood glucose result of 76 mg/dl, advantage system blood glucose result of 134 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meters and strips, replacement sent.

Manufacturer narrative:
Medwatch (B)(4) is for advantage system, medwatch (B)(4) is for aviva system.